Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedances over a six month duration. It was reported to be 981 ohms six months ago and was not being measured at 1,947 ohms. No adverse patient effects were reported. No other lead observations were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a revision procedure and this product was replaced with a competitor's lead. No further complications have been reported.